Event description:
It was reported that the implantable pacemaker intrinsic amplitude is out of range on this right atrial (ra) lead. The stored electrogram (egm) showed the right atrial automatic threshold (raat) test with undersensed beats and loss of capture (loc). The programmed atrial sensitivity is automatic gain control (agc) 0.25mv (millivolts). Further lead assessment with in-clinic review was recommended. At this time, the device and lead remain in service. No adverse patient effects were reported.